Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. [Per (B)(6), software engineer conclusion: this issue is not confirmed as there is not enough data to determine the root cause. In general, the ngp has built-in defense in depth safety measures to keep the pump and its data secure. ¿ to maintain confidentiality, the pump will not pair to any device unless explicitly approved by the user. Ngp pump will only add successfully authenticated device to the ngp's device network. ¿ to maintain integrity, critical data, such as sg values, are encrypted during transmission and the pump itself has a tamper evident case ¿ only successfully decrypted data can be used for therapy.] Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the battery cap. On the primary svn (B)(4)-case-2025-(B)(4), perform the history review 1 week prior to the event date 15-oct-2025 in the pump history file and found 1 lowbatteryalert (104) on 10/14/2025 22:30:00.000. Earliest power data available per the power management tool/detail trace file is on 11/11/2025 8:48:56 am. There was no power data available for the date of 10/14/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On a related svn (B)(4)- case-(B)(4), perform the history review 1 week prior to the event date 10-sep-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. On a related svn (B)(4)- case-(B)(4), perform the history review 1 week prior to the event date 30-sep-2025 in the pump history file and found 1 lowbatteryalert (104) on 09/29/2025 13:52:00.000. Earliest power data available per the power management tool/detail trace file is on 11/11/2025 8:48:56 am. There was no power data available for the date of 09/29/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia) and low bgs (hypoglycemia). Software error-cybersecurity - hacking allegation not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer suspects unmanned bolus deliveries and unexplained changes to pump settings, with the pump occasionally unlocking itself and displaying a specific screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.